Event description:
It was reported that a patient presented in-clinic for a right atrial lead revision procedure. Prior examination of the lead revealed micro-dislodgement and high capture thresholds, which varies between high and low values.. The right atrial lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned in two portions for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the inner coil at the distal cut end on portion b, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.